Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. A visual inspection revealed that the screw was fractured at the top of the threaded region.. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no other complaints generated against this lot number. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screw it is recommended to torque at 20ncm. The complaint is confirmed. A root cause cannot be determined. UDI# (B)(4). Information known but not included within 0001038806-2017-00584.

Event description:
The screw fragment was removed and new screw/abutment has been placed.

Manufacturer narrative:
Device has not been returned to manufacture. Product not returned to manufacture.

Event description:
It was reported that abutment screw (iunihg) broke off inside of the implant when the dentist was trying to torque into place.